Manufacturer narrative:
Resistance was not encountered when removing the device from the patient or when removing the guide wire from the device. After the device had been removed, the stylette was re-loaded into the device without difficulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary : no deformation was evident to the balloon. Deformation was evident to the distal tip with the material appearing severely stretched. Deformation was evident to the distal shaft with the material appearing stretched. It was not possible to remove the stylette from the device. The inner lumen patency could not be verified with the 0.015 inch mandrel because the stylette could not be removed through the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one solarice rx ptca balloon catheter to treat a non-tortuous and moderately calcified lesion located in the proximal circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device failed to cross the lesion, due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury. Device analysis identified deformation to the distal shaft with the material appearing stretched. The solarice device is considered to be the same as euphora with the exception of a different brand name and minor differences in the labeling